Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system presented to the emergency room due shock therapy delivery. The patient received multiple anti-tachycardia pacing (atp) therapies and shocks for svt, but therapy from the device was not exhausted. Also, fluctuating rv pacing impedances since around the implant were noted, and some measurements were greater than 2000 ohms. Lead evaluation was done. The rv pacing impedance measured 350 to 378 ohms, and did not change during pocket manipulation. Thresholds measured 0.6 v at 0.5 ms. No noise was noted on the lead and sensing was stable. However, upon review of stored data, it appeared that threshold measurements varied with impedance measurements, as thresholds of 2.3 v at 0.5 ms were recorded when impedance measurements were greater than 2000 ohms. The implanting physician was consulted, and he reported being aware of the variance in impedances and that it would continue to be monitored. No reprogramming was done and no serious injuries were reported.